Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. The monopolar socket 1 stopped firing with c-37 error. The unit will be returned to original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted left colectomy surgical procedure, the integrated electrosurgical unit (iesu) displayed a re-occurring error c-38. The site prepared an external generator (force triad), however, did not have the y cable. To proceed with the surgical task, intuitive surgical inc. (Isi) technical support engineer (tse) instructed the user to use the external pedal with the external generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the integrated electro surgical unit (serial# 11452201). Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the integrated electrosurgical generator unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.